Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice times due to high blood glucose on (B)(6) 2017 with blood glucose was 378 mg/dl, 373 mg/dl. The customer reported that the insulin pump went off and can not do anything and meter was not working properly. It was also reported that the blood glucose value when admitted to hospital was 378 mg/dl while in triage and the meter was showed 600 mg/dl and sensor was showed that the customer was running low but she was high. The system transmitter had her at a low but instead of her being low was over 800 mg/dl. The last blood glucose was in between 250-278 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.